Event description:
Information was received indicating that it was observed that this ambulatory infusion pump gave error code 20201 due to failure of real time clock battery. There are no known adverse effects to patient.

Manufacturer narrative:
Additional information received by smiths medical on 26-nov-2018 that the event date was (B)(6) 2018, and the reported device problem did not cause or contribute to patient or clinical injury. One cadd prizm vip pumps was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event log review was performed and found no evidence of reported problem. Testing was performed by inserting a 9 volts battery into pump and observing for reported issue. The customer's reported problem was unable to be duplicated. The pump displayed error code "20201" message on power up when a 9 volts battery was inserted during the investigation, but no real time clock lithium battery message. Investigator checked the real time clock lithium battery date of the pump and found it had reached the level at which real time clock lithium battery service due was required. Service replaced the real time clock lithium batteries and reinstalled the software applications. The root cause of the reported problem is unknown.